Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached needle was reported. The sensor was inserted into the arm on (B)(6) 2018. The patient stated upon removal of the sensor, the sensor wire was stuck in the patient¿s arm and went to the emergency room to have it removed. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. The sensor was inserted into the arm. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a detached sensor wire was reported.